Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call high blood glucose, bent cannula and hospitalization. Customer's blood glucose level was high. Customer experienced diabetic ketoacidosis and was wearing the insulin pump at the time of the hospitalization. Nurse advised the patient needed to press the esc button and rub it in order for it to respond. Customer advised insulin dripped out of the reservoir and it smelled like insulin even when they removed the reservoir. Customer was advised the reservoir compartment smelled like insulin due to motor pushing the reservoir where the insulin was exposed. Customer was found unresponsive and the patient's wife realized the cannula was bent. Troubleshooting for keypad anomaly was performed. Nurse was unable to clear the missed bolus alarm and therefore unable to complete the troubleshooting process. Customer was advised to call back in order to complete the troubleshooting process and discuss possible insulin pump replacement.